Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was last repaired in september 2022. Although it was determined that the defect was likely caused by failure of the image sensor unit or video connector, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that due to damage on charged couple device (ccd) unit, image noise occurred and temporarily the image could not be seen. Due to a cut on the ccd cable, image noise occurred with no image during angulation in the up/down direction. Distal end was scratched. Adhesive on distal end was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the content disappears in the image of the endoeye flex deflectable videoscope. There was insufficient light from the light guide lens. The issue was found during preparation for use of a transabdominal preperitoneal (tapp) procedure. The procedure was delayed by ten minutes in order to switch the scope. The procedure was completed using a similar device. There were no reports of patient harm.